Manufacturer narrative:
Customer states the insulin pump broke. There is a crack where the battery in. I notice a small scratch that became a crack on the back. There was moisture under the screen a week after I got it. Now the insulin pump won¿t come on, it completely stopped working. Device downloaded history/trace file properly using thus. After battery installation, no blank display noted. Device passed displacement, sleep current measurement, active current measurement, and self tests. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected blank display or battery alarm anomalies noted during testing or in the files history noted. No moisture/damage on the electronics, motor, vibrator, keypad flex tail during visual inspection. However, found moisture/damage on the battery connector, battery tube. Device received with scratched case, cracked battery tube threads, cracked case corner of belt clip rails, label damage. Device p-cap / test reservoir lock in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on after getting exposed to moisture. Customer stated moisture under the insulin pump screen. Customer reported crack where the battery goes in. Customer stated small scratch had become a crack on the back of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.